Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- bilateral patient. Litigation alleges that patient has experienced severe and constant pain and suffering, swelling, bursitis, lack of mobility, and/or metallosis. Update: (B)(6) 2012-medical records were received and available on a disc. Records indicated doi on the left hip as (B)(6) 2004 and doi for right hip as (B)(6) 2004. Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the left hip was revised on (B)(6) 2014 for high metal ions and possible pseudotumor (never confirmed). Lab results from (B)(6) 2014 indicated both cobalt and chromium levels were above 7ppb. The MDR decisions for the metal liners are being changed to reportable at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers this investigation completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the part numbers are being added to the head and liner. A correct doi was provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges pulmonary embolism and loose cup.